Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the tracheostomy tube was in use with a pt for 20 days when the inflation line was observed leaking. No permanent adverse effects to the pt were reported.